Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2013 as the first adverse event (metrorrhagia) occurred in 2013, and no specific event date was reported. Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The removed segment of the mesh is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform was implanted during an anterior vaginal wall mesh procedure performed on (B)(6) 2007. According to the complainant, after the procedure, the patient presented with mesh exposure. Reportedly, she had metrorrhagia in 2013 and the mesh was subsequently removed at a different hospital. On (B)(6) 2016, the patient visited another hospital due to sexual pain and urinary incontinence, and on (B)(6) 2016, it was the patient's first visit to the complainant's hospital. On (B)(6) 2016, exposed transvaginal mesh was removed under general anesthesia. Currently, there is good progress and no sexual pain was reported after the exposed mesh removal.